Event description:
During last coil embolization with the aneurysm of anterior communicating artery, the coil got stretched, but it was possible to adequately occlude the aneurysm. However, the coil had "ruptured" due to the stretched, then it was relased insided the microcatheter. The patient was treated with clopidogrel 75mg + aas 300mg and the patient was reported in good condition.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days upon receipt.